Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar kyphoscoliosis; and underwent lumbar anterior fixation and oblique lumbar interbody fusion at l1-l5. The cages were being placed from the lower vertebrae moving towards upper vertebrae. Intra-op, when inserting the last cage at l1-l2, the anterior longitudinal ligament (all) got injured. While adjusting the position of the cage, when the physician checked the sagittal image, the cage was found inserted at the anterior side of the vertebral body. The cage was removed temporarily, and the 'all' was found almost cut. The physician was suggested to place a bigger cage behind and make it stable as a recovery; however, cage placement was given up because it was frightening for the surgeon as he thought that the cage would come out from the anterior side. With the physician¿s judgement, the l1-l2 vertebra was sutured using a metal wire and ultra blade so as not to open the anterior side, and the operation was completed without inserting the cage. Operation time was extended for about 90 minutes.